Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error and a compromised force sensor system alarm. Customer stated the motor error alarm was recurring. Blood glucose level at the time of the incident was 358 to mg/dl. Blood glucose was 386 mg/dl at the time of the call. The customer stated they were unsure if the drive support was loose, protruded or flush. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.